Event description:
This lead showed noise. Shock impedance normal. Lead remains implanted.

Manufacturer narrative:
(B)(6) 2018 - per biosmart this lead was capped and replaced due to oversensing on (B)(6) 2018. The generator was replaced due to eri. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.